Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he experienced low blood glucose levels and lost consciousness while driving, and was in an accident. The customer stated that his blood glucose levels dropped because he had not eaten anything. The customer was taken to the hospital by the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.